Manufacturer narrative:
The adverse event should be reported under the ablation catheter; however, since the ablation catheter involved in this event was a smart touch catheter and it is not marketed in us, the event will be reported under the stockert generator. Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair record investigation is completed. Concomitant products: carto 3 system u.s.: catalog #: fg540000, serial #: (B)(4). Cool flow pump u.s.: catalog #: cfp001, serial #: (B)(4). Smart touch unidirectional catheter u.s.: catalog #:d133601, lot #: 15684264m. (B)(4).

Manufacturer narrative:
Manufacturer reference #: (B)(4). It was reported that the deflection mechanism of the smarttouch catheter didn't work properly during the case. The mapping phase could be done with this faulty catheter but the catheter could not be used for ablation. It was reported that the catheter was "floppy". The catheter was calibrated and the insertion tool was used according to instructions. The user decided to change catheter but the patient's blood pressure dropped right after the catheter change. A perforation was confirmed. The user believes that the faulty catheter was involved in the perforation. The case was aborted to perform a pericardiocentesis. The patient recovered and was moved back to the ward. After a follow up, the customer stated that the event was not related to any bwi equipment and the unit did not require service since it was working and ready to be used. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Event description:
It was reported that the deflection mechanism of the smarttouch catheter didn't work properly during the case. The mapping phase could be done with this faulty catheter but the catheter could not be used for ablation. It was reported that the catheter was "floppy". The catheter was calibrated and the insertion tool was used according to instructions. The user decided to change catheter but the patient's blood pressure dropped right after the catheter change. A perforation was confirmed via ultrasound (tte - transthoracic echocardiogram). The user believes that the faulty catheter was involved in the perforation. The case was aborted to perform a pericardiocentesis and 600 ml of blood was removed from the pericardium. The patient recovered and was moved back to the ward. On the next day, the patient was feeling well but was still hospitalized.